Event description:
A report was received that the patient's ipg was not holding a charge and patient has to frequently charge the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient's ipg was not holding a charge and patient has to frequently charge the ipg. The patient will undergo an ipg replacement procedure.